Event description:
Edwards received notification that severe mitral regurgitation was observed two (2) months after the implantation of a 29mm 7300tfx mitral valve. As reported, the patient recovered well after the surgery. However, the patient had sudden-onset orthopnea and obvious systolic murmur on the mitral area was auscultated. Echo showed severe mitral regurgitation possibly due to leaflet prolapse leading to severe eccentric jet to lateral and posterior side. Reportedly, the tricentrix device was used during the initial surgery. Indication for initial replacement was mitral regurgitation. The patient was noted to be discharged with medical treatment (blopress and coxine) that was started on (B)(6) 2021. Reportedly, the patient is currently in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Impression of received echo images: reportedly 2 months after mitral valve replacement with a model 7300tfx29 bioprosthesis, limited images from tte reveal diffusely thickened leaflets and severe central mitral regurgitation. No mitral regurgitation was reported on an echocardiogram approximately 2 months prior, but no images from that echo were submitted for review. Diffuse leaflet thickening and central mitral regurgitation are presumed to be acquired during the 2 months following surgery. Cited bioprosthesis leaflet prolapse and an eccentric mitral regurgitation jet are not evident on the submitted images. In general, early bioprosthesis leaflet thickening similar to this can be observed in association with mechanical leaflet trauma (potentially associated with suture loop or mechanical interaction with the subvalvular apparatus); infection; thrombosis; or atypical, idiosyncratic early structural valve degeneration. The use of the tricentrix holder should reduce the risk of suture loop. In this case, the patient was discharged home with oral medications. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that severe mitral regurgitation was observed two (2) months after the implantation of a 29mm 7300tfx mitral valve. As reported, the patient recovered well after the surgery. However, the patient had sudden-onset orthopnea and obvious systolic murmur on the mitral area was auscultated. Echo showed severe mitral regurgitation possibly due to leaflet prolapse leading to severe eccentric jet to lateral and posterior side. Reportedly, the tricentrix device was used during the initial surgery. Indication for initial replacement was mitral regurgitation. The patient was noted to be discharged with medical treatment (blopress and coxine) that was started on mar 5, 2021. Reportedly, the patient is currently in stable condition.